Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the automatic merge of pre-operative CT with MRI was significantly inaccurate. Axial and coronal views appeared accurate, but sagittal view of the CT was approximately 45 degrees counterclockwise to the MRI (e.g. The patient¿s nose was pointing to the left in MRI, but pointing down and to the left in CT). Surgeon used semi-automatic merge two times, marking three or four landmarks; however, problem persisted with similarly inaccurate results. Next, surgeon manually rotated the CT scan to match several landmarks, confirmed the results were adequate, and proceeded with surgery. Delay to surgery was approximately 10 minutes.

Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. The patient folder from the subject event was tested at manufacturing site which confirmed that this event is not a device failure. The device displays a window that allows the user to verify the fusion quality and if required perform a manual adjustment. This adjustment step exists as it is considered that the merger is not successful in 100% of the cases. It is a normal device behavior. In this case, the surgeon carried out a fusion adjustment to obtain a result which seemed, to him, correct to be able to pursue the surgery. The software worked as expected.

Event description:
It was reported that the automatic merge of pre-operative CT with MRI was significantly inaccurate. Axial and coronal views appeared accurate, but sagittal view of the CT was approximately 45 degrees counterclockwise to the MRI (e.g. The patient¿s nose was pointing to the left in MRI, but pointing down and to the left in CT). Surgeon used semi-automatic merge two times, marking three or four landmarks; however, problem persisted with similarly inaccurate results. Next, surgeon manually rotated the CT scan to match several landmarks, confirmed the results were adequate, and proceeded with surgery. Delay to surgery was approximately 10 minutes.